Event description:
Guidant received information from an attorney that the patient with this implantable cardioverter defibrillator (ICD) expired. Device involvement with the patient's death has been alleged. However, neither a device malfucnction nor out of range lead measurements were reported at the time guidant was notified.